Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "keypad buttons failure at channel a" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective channel a pump head module keypad due to fluid ingress. The channel a pump head module keypad was replaced to correct this condition. A device history review revealed that, during manufacturing, the device experienced a failure code 814:04 on channel c. The air in line printed circuit board was replaced and the device passed subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with buttons on the keypad failure on channel a. This condition was found before use of the device, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.